Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Engineering observed a 0.65 inch by .050 inch oval shaped hole at the silicone to sleeve interface with a .400 inch long charred section on the ultem sleeve just below the hole. There is a .012 inch diameter hole along one parting line, located .390 inches above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. The tip cover also has various mechanical tears adjacent to and directly above the larger hold, and a .165 inch long tear at the distal tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The mcs instrument returned with the tip cover exhibits a char mark at the proximal clevis. With the tip cover installed the hole is positioned very close to the char mark on the instrument.

Event description:
It was reported that during a da vinci prostatectomy procedure the monopolar curved scissors (mcs) instrument did not react to a closure movement. The planned procedure was completed and no pt harm, adverse outcome or injury was reported. The mcs instrument returned to intuitive surgical with a tip cover accessory installed. The tip cover accessory exhibited evidence of arcing, therefore the complaint was upgraded to reportable.